Manufacturer narrative:
(B)(4).

Event description:
A endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a previously implanted left renal stent. The physician wanted to open the bifurcated stent graft below the renal stent as to not come in contact with the renal stent. The patient had a reverse funnel aortic neck and due to the previously implanted renal stent, the stent graft ended up a little lower than the physician wanted. There was no type I endoleak; however, the physician decided to place an aortic cuff 28x28x49 successfully. No additional clinical sequelae were reported and the patient is fine.